Manufacturer narrative:
Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions - the gore excluder aaa endoprosthesis instructions for use: adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2011, this patient underwent treatment for an abdominal aortic aneurysm measuring 77 mm in diameter and was implanted with a system of gore excluder aaa endoprostheses. The patient tolerated the procedure. It was reported that the right iliac artery was aneurismal and tortuous, with thrombus present. The procedure concluded with a residual distal type I endoleak present, that was intentionally left to be treated at a later date. The patient tolerated the procedure. On (B)(6) 2012, the patient underwent reintervention to treat the distal type I endoleak. A gore contralateral leg component was placed to extend the ipsilateral leg component in the right iliac artery. The physician attributes the endoleak to the patient's anatomy on the right side. The patient tolerated the procedure.